Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experiences since (B)(6) non-auditory stimulation and background noise with the device when wearing the processor. The patient then experiences vertigo, loses balance and falls down. Medication has been prescribed for treatment of the symptoms.

Manufacturer narrative:
As per received information, the patient experienced non-auditory stimulation, background noise and balance disorder when using the device. These symptoms were reportedly due to unrelated medical reasons, namely postural vertigo, and could be addressed by re-mapping the patient's audio processor. The patient has now good performance with the device and will be routinely monitored by the clinic.

Event description:
The patient experiences since (B)(6) non-auditory stimulation and background noise with the device when wearing the processor. The patient then experiences vertigo, loses balance and falls down. Medication has been prescribed for treatment of the symptoms. There was no report of trauma or significant medical history. A full insertion was reported at implantation. The patient was re-mapped and no longer experienced the non-auditory symptoms and it is believed the previous symptoms were due to postural vertigo. Per last report, the patient has good performance with the device and is under periodic monitoring by her audiologist.